Event description:
It was reported that the customer was trying to refill the reservoir and the in the process of refilling, the motor stops and there is a no delivery alarm. Customer's blood glucose level was 243 mg/dl. Troubleshooting was performed and the insulin did not exit. Customer was advised to try a new reservoir with the current set. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer now has the pump working correctly. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.